Event description:
(B)(4), it started when I was diagnosed with pneumonia, I have now had pneumonia 7 times in 2 yrs, I have severe hair loss, weight gain, cannot lose weight even with working out and eating better, severe bipolarness/moodiness, lack of sex drive, low self esteem, marriage separation, muscle weakness, bruise easily and last longer than 2 weeks, asthma, mucus plug in left lower lung with abnormal cells, when I have my monthly menstrual it is nothing but blood clots with weakness and I get lethargic, memory loss, severe abdominal cramping, stabbing pains in the lower abdomen, severe back pain, severe headaches, migraines, decrease in eye sight, decrease in teeth